Event description:
Boston scientific crm received info that the pt with this pacemaker and right ventricular lead experienced shortness of breath and possible syncope. While the pt was in the hospital, 5 seconds of pacing with loss of capture was noted. It was determined that the threshold measurements had increased therefore, the device output was set to the maximum. The representative was informed that the pt coded and passed away later that week. A health care professional informed a family member that the device was not working properly. The pacemaker and lead were explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a comprehensive series of diagnostic and electrical tests were conducted. The device had normal pacing, sensing, and memory recording functions. The device header was microscopically examined, the seal plugs and adhesive appeared normal and intact. The device setscrews moved freely and operated normally. The device tested normally during analysis.